Event description:
A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician found burnt power connector and contamination from dust. Additionally, the service technician also noted an error code e053 (err_comp_log_sem_timeout) and found no evidence of foam degradation. The device was repaired by the third-party service center after the evaluation was completed.